Event description:
It was reported that the patient with this pacemaker device was in the clinic for the device change out procedure. The physician experience difficulty inserting the atrial lead as there seemed to have header issue. Subsequently the physician elected to use a new different device. The procedure was successfully performed without any issues. No additional patient adverse effects were reported. This pacemaker device is expected to return for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted there was a foreign object in the ra barrel. It is unknown how the foreign object got into the barrel as the object is not part of assembly. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
It was reported that the patient with this pacemaker device was in the clinic for the device change out procedure. The physician experience difficulty inserting the atrial lead as there seemed to have header issue. Subsequently the physician elected to use a new different device. The procedure was successfully performed without any issues. No additional patient adverse effects were reported. This pacemaker device is expected to return for analysis.